Event description:
Follow up information received confirmed high impedances of >10,000 ohms on electrode #2, the cause of which was unknown. In addition, the overdischarge condition on the ins was reported as due to non-compliance by the patient. It was noted that the power-on-reset (por) was successful. On (B)(6), 2012, the patient's lead was explanted and replaced. An x-ray was taken on the same date but results were not reported. Reprogramming was also performed on the same date. No injuries were reported and the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), explanted: 2012-(B)(6), product typ lead.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6), explanted, product type: lead; product ID 3777-75, serial# (B)(4), implanted: 2007 (B)(6), explanted: na, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
It was reported that the patient had a fractured lead. High impedances were found and the patient stopped using the therapy because he had received ineffective therapy. The patient's implantable neurostimulator (ins) went into overdischarge (od) because the patient stopped using the device. A physician mode recent was successfully performed to take the ins out of od and the patient was in process of scheduling a revision. Additional information had been requested, but was not available as of the date of this report.